Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with blurry vision in the right eye one month post lasik. A flap lift and rinse was performed. Epithelial cell removal was performed one month later. The patients symptoms were noted as resolved one day post epithelial cell removal.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).